Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced infection and pain. A surgical procedure was performed, during which the ipp was removed and replaced with a malleable device. There were no device issues and no additional patient complications reported.